Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an occlusion alarm during setup of a new cartridge, connector, tubing, and contact detach infusion set, with insulin delivery stopping due to an improper fit between the cartridge and connector and evidence of leakage; troubleshooting and education were provided, and replacement supplies were shipped. Symptoms included hyperglycemia with a blood glucose of 379 mg/dl. Outcomes included user-administered subcutaneous humalog via pen and subsequent glucose reduction to 313 mg/dl then 249 mg/dl, with no hospitalization. Investigation included user interview, review of setup steps, and instruction to change the infusion site to an area with less scar tissue and callus. Investigation of this case revealed a delivery interruption due to infusion system occlusion and misconnection between cartridge and connector, with likely site-related factors on the frequently used side contributing to the occlusion. It was concluded, based on previously established findings for similar reports, that the cause was user setup error with contributory infusion site condition.